Event description:
Balloon burst. Physician noticed that a distal portion of the balloon was detached circumferentially on the x-ray at the time of the balloon burst. He could not find the distal end.